Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, unexpected restart error alarm, low battery, weak batt, batt out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed and unexpected restart alarm recurred. The insulin pump will be returned for analysis.